Event description:
It was reported that a user experienced hypoglycemia overnight to 42 mg/dl, treated with glucose tablets, followed by a period of hyperglycemia after pausing the ilet for approximately two hours; the user later reported a subsequent low of 62 mg/dl and later stable glucose after lunch with a usual meal announcement. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute sequelae. Outcomes included no need for professional medical intervention and no reported functional limitations. Investigation included customer interview, device use history review, and troubleshooting and education regarding ilet operation and appropriate use of the pause feature. Investigation of this case revealed that the ilet suspends insulin delivery automatically at 80 mg/dl and that pausing the device for reasons other than showering or exercise could contribute to post-treatment hyperglycemia; the specific cause of the hypoglycemia remained unclear. It was concluded that the event involved hypoglycemia of unclear cause with user education provided on avoiding manual pauses except when appropriate and on treating lows.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.